Event description:
The surgeon had performed a total hip arthroplasty using the robotic arm interactive orthopedic system (rio) and the restoris pst/tfs total hip system. Approx two months later, the pt experienced joint dislocation. Therefore, the surgeon performed a revision procedure and replaced the 54 mm acetabular cup with a 60 mm cup.

Manufacturer narrative:
As part of normal complaint follow up, an eval of the event has been initiated at mako surgical. The eval is ongoing, and a supplemental report will be filed when results are obtained.